Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found with a defective tubing clamp during use. The following has been provided by the initial reporter: on b)(6)2019, the patient was hospitalized in our hospital due to bronchial pneumonia. After venipuncturing with the closed venous indwelling needle, the clamp of the venous indwelling needle was clipped and found it was useless, resulting in blood regurgitation. The new clamp was immediately replaced.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all retention samples met specifications. A device history review was conducted for lot number 9023828. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii y 24gax0.75in prn/ec slm has been found with a defective tubing clamp during use. The following has been provided by the initial reporter: on (B)(6) 2019, the patient was hospitalized in our hospital due to bronchial pneumonia. After venipuncturing with the closed venous indwelling needle, the clamp of the venous indwelling needle was clipped and found it was useless, resulting in blood regurgitation. The new clamp was immediately replaced.